Manufacturer narrative:
The tip passed the flow testing. The tip failed the leak, thermistor and visual testing. There was a dent and tear on the membrane. A functional test was not performed due to the membrane tear. The investigation is ongoing.

Event description:
The user facility reported a burn on the patient's abdomen after about 600 pulses using a 2.5 level setting. The system appeared to be working correctly, the tip appeared to get a slit along the seam. The tip was inspected prior to use. The patient used (B)(6) and hydrocortisone cream. The reporter does not expect permanent damage or scarring.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Evaluation of the system datacard confirmed the system and handpiece performed as expected. During evaluation of the treatment tip, service found damage to the tip membrane. Based on the available information, the tear in the tip membrane most likely contributed to this event. It is unknown what caused a tear in the membrane. The doctor does not believe permanent damage or scarring will occur due to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. No CAPA is required, since there is no non-conformance. Complaint type identified within risk analysis and performing within anticipated rate. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4). The investigation is complete.